Manufacturer narrative:
The reported event of cracked cases syringe module file was opened to document an event that the customer reported. Although no devices or logs were provided for investigation, the site visit summary contains photos that confirm the customer¿s generalized report. An investigation can¿t be performed using the attached photo alone. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Bd technical practice consultant fleet assessment performed and found cracks on the bottom of the syringe modules under the pressure disk area. There was no report of patient involvement.